Event description:
It was reported that during a da vinci-assisted wedge to completion lobectomy surgical procedure, the vessel sealer extend had something snap or pop out of the side of the instrument. The instrument stopped working. The customer completed the procedure with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported. Follow-up was attempted to gather more information, but the customer was not able to provide any additional details related to the event.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Manufacturer narrative:
The vessel sealer extend instrument was analyzed, and the complaint was not confirmed by failure analysis. Visual inspection revealed no damage. No components were missing, and all ceramic dots were present. The instrument was placed and operated on an in-house system. It passed the recognition and engagement tests on all 3 of 3 attempts and was successfully recognized by the e100. The instrument demonstrated intuitive movement with a full range of motion in all directions, and the grips opened and closed properly. It also passed the seal and cut tests successfully on all 3 of 3 attempts. No physical damage was observed during testing, and no product issue was identified.

Event description:
Refer to h11 for follow-up information.